Manufacturer narrative:
(B)(4) the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The emboshield nav6 embolic protection system (eps) instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the IFU states the emboshield nav6 eps is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. The investigation determined that the reported difficulties are due case circumstances and possibly user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a peripheral intervention of the superficial femoral and popliteal artery, an emboshield nav6 embolic protection device (epd) was placed using a non-abbott guide wire. Lesion atherectomy was performed and an unspecified stent was implanted. During retrieval of the full epd, it could not be fully collapsed and was partially retrieved in the sheath; however, during removal, the non-abbott guide wire and the epd became stuck sheath and the non-abbott guide wire separated with the epd remaining on the guide wire. The guide wire and epd were pulled close to the access site but could not be removed from the anatomy. The sheath was removed from the vessel. The devices may have been in subcutaneous tissue. The patient left the catheterization lab in stable condition. Sometime later, minor surgery was performed to remove the epd and guide wire from the vessel. The patient was reported to be doing well. No additional information was provided.